Manufacturer narrative:
The customer indicated that they have done appropriate maintenance and pin cleaning but that they continue to experience the same issue. The customer technical support (cts) representative determined that instrument was not moving each strip after being read. The customer requested replacement of the unit, and the replacement has been ordered. Bec internal identifier for this report is (B)(6).

Event description:
The customer stated the ichem velocity automated urine chemistry system was not moving the previously read chemistry strip off of the belt to read the next strip. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event.